Manufacturer narrative:
H6- health effect- clinical code: 4581- lens decentered secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was observed to be decentered. The lens was repositioned. Cause of the event was reported as unknown. Reportedly, "decentered icl on the temporal side / no contact of the icl with the nasal sulcus"

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).